Event description:
A report was received from a distributor regarding a memorylens that was implanted and which lens had developed sectorial opacity. Numerous attempts were made to obtain more information on this incident, to no avail.